Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a clearlink solution set came loose from the tubing. This was noted before attaching the luer lock to the patient. The device was to infuse chemotherapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received out of its pouch fully primed. Visual inspection showed that the tubing had separated from the male luer. A pull test was performed on the solvent bond with no failure noted. The reported condition was verified via the visual inspection. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.